Event description:
It was reported that there are adhesive residues remain on the protective film. No silicone remains on the product opsite flexifix gentle and the product no longer sticks. The product is not kept at high temperatures. Patient was not injured.

Manufacturer narrative:
The product, used in treatment, was not returned for evaluation. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable root causes could include a raw material issue or storage temperature as detailed in the IFU. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that there are adhesive residues remain on the protective film. It is unknown if there is a patient involved and if a backup was available.